Event description:
Customer reported that approximately 20 days prior to calling customer service on (B)(6) 2010 he was unable to test because he had not received his replacement meter and subsequently experienced vision problems and polyuria. Customer self-presented to his healthcare provider, was diagnosed with severe hyperglycemia and started on metformin and glipizide. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. No further investigation will be undertaken as complaint involved a delivery issue.